Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging an intermittent power issue with the pump. The patient claimed that the pump had powered off. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The yellow o-ring was not visible. There was no visible battery compartment or battery cap damage. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2016 with the following findings: the pump was returned without a battery cap. All testing was performed with a test battery cap and the test cap was able to fully secure. Investigators were unable to adequately investigate the original intermittent power complaint due to unrelated unresponsive keypad issue. The review of the black box data showed unexplainable power reboot events on (B)(6) 2012. The pump case was removed and no evidence of moisture contamination was found inside the pump. Unrelated to the original complaint, the display was dim and discolored. In addition, the battery compartment was cracked in three places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).